Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three years post implant, implantable pulse generator (ipg) exhibited premature battery depletion. It was further reported that the right ventricular (rv) epicardial lead exhibited high and undefined impedance and a complete fracture. The ipg and rv epicardial lead were initially reprogrammed to increase output and frequency, but measures were ineffective and both the ipg and rv epicardial lead were explanted and replaced. No patient complications have been reported as a result of this event.